Event description:
It was reported that during a follow-up, no capture and no sensing was observed on the right atrial (ra) lead. Fluoroscopy showed that the ra lead had pulled back. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.